Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that the talar impactor insert broke during surgical use. The surgeon was performing the surgery without support of a sales rep. No parts or pieces of the device fell into the patient wound site. There was no surgical delay. Patient was last known to be in stable condition following the event. Device to be returned.

Manufacturer narrative:
Section h10: (d4) lot number: 145714002. (H3) the broken talar impactor cover reported was likely the result of additional stresses on the retaining tab during impaction due to minimal joint space in a mobile bearing, which led to crack initiation, propagation, and ultimate fracture of the device. Section h11: *the following sections have corrected information: type of reportable event: malfunction.